Manufacturer narrative:
The investigation identified the inability to inject cement due to piston leakage within the pump assemblies. A CAPA was implemented to investigate complaints of this nature and it was determined that wear of the tool used to injection mold the piston component had resulted in parting line flash within the device. The location of this flash prevented an o-ring from sealing adequately and required pressures could not be generated by the pump to successfully inject cement. Corrective action has been implemented. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the first side of a bi-lateral vertebroplasty was successfully performed. However, on the second side of the vertebroplasty, water passed beyond the o-ring of the hydraulic pump, resulting in difficulty in building up pressure for cement application. Second and third kits were opened with the same results with their pumps. When the confidence kit needle was removed, cement was seen coming out of the patient back. An incision was made to remove the excess cement from the surrounding tissue. This report is being filed for the three confidence kits, all catalog no. 283910000, lot hpbb0n.

Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation.